Event description:
It was reported, the patient's PICC was left in place for about 5 months, and recently there were repeated difficulties in withdrawing blood and oozing fluid from the puncture point, and chest radiographs and ultrasound were given to show no obvious abnormality. He was given urokinase thrombolysis for several times, with no significant improvement in his symptoms. On (B)(6) 2024, at 9:22 pm, the catheter was removed for examination and found to be broken at 18 cm from the puncture point. The catheter was expected to be left in place for 1 year, but has only been in use for about 5 months, and the catheter has not been left in place for the expected period of time. The process has added pain and harm to the patient. The catheter is removed and the catheter is replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a catheter with a red circle drawn around the catheter tubing. No use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the patient's PICC was left in place for about 5 months, and recently there were repeated difficulties in withdrawing blood and oozing fluid from the puncture point, and chest radiographs and ultrasound were given to show no obvious abnormality. He was given urokinase thrombolysis for several times, with no significant improvement in his symptoms. On (B)(6) 2024, at 9:22 pm, the catheter was removed for examination and found to be broken at 18 cm from the puncture point. The catheter was expected to be left in place for 1 year but has only been in use for about 5 months, and the catheter has not been left in place for the expected period of time. The process has added pain and harm to the patient. The catheter is removed and the catheter is replaced. No other information was provided.